Manufacturer narrative:
A company service representative examined the system. The reported problem was recreated and corrected by replacing the footswitch cable. The system was then tested and met all product specifications. The replaced footswitch cable will be sent in for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported receiving a system message. The unit was switched out and the case was completed. The exchange of systems took about five minutes. There was no patient injury reported.